Manufacturer narrative:
H.6. Investigation: five 20039e samples were received, four without packaging, and one in closed packaging from lot 21075173. A connecting angel flush 5ml syringe was also received to assist the investigation. Functional testing involved flushing fluid through the received products using the 5ml angel flush syringe. No occlusions or flow restrictions were observed during testing of the returned samples, and the piston of the smartsite opened upon connection to the syringe for all samples tested. No flash or raised edges were identified on the male luer of the connecting syringe. A review of the production records for lot 21075173 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported when using the bd smartsite¿ extension sets, the device experienced clogged /blocked syringe. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: can¿t priming at beginning with syringe.

Event description:
It was reported when using the bd smartsite¿ extension sets, the device experienced clogged /blocked syringe. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: can¿t priming at beginning with syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.